Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the caller set up the ins pre-op. During the procedure the communicator would not connect to the ins and would lose connection. Connection was lost during the impedance check. The caller ended up opening a new handset kit with a communicator and the issue persisted. The caller used an 8840 to test impedances intra-op. Post-op the same issue was occurring. It was stuck at 1 v for the patient's therapy. Technical services speculated emi interference, but the caller didn't think there as anything in the post-op room that would cause that issue. The rep later sent in email correspondence indicating that they had attempted to connect after the call with the original smart programmer and communicator one last time and were successful. They were able to connect in clinician mode, run an impedance check, and increase stim. They also connected via the patient's my therapy app with success as well. There were no patient complications reported as a result of this event. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the communication issue was not determined, but the most likely cause was emi interference. The rep again mentioned that they had attempted to use an alternate smart programmer/communicator with the same result. They waited roughly 10 minutes, then attempted again with the original smart programmer/communicator and had success. The issue had been resolved and had not recurred.